Event description:
It was reported that a 2000ml multilayer bag was leaking. This was observed during the filling process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing determined that the device leaked between the welding of the additive port to the bag. Closer visual examination to the leak area revealed that the bag had a lack of welding. The cause of the condition was determined to be a manufacturing issue. To address the issue, a CAPA has been opened and the production procedure was updated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.